Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the compound motor action potential (cmap) was decreased. A single stop was performed. Pacing was performed for the heart after the procedure and the phrenic nerve only responded slightly. The case was completed with cryo. No further patient complications have been reported as a result of this event.